Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient was having low voltage advisory alarms while on multiple batteries and battery clips. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The report of the system controller alarming was confirmed during analysis. The black power cable was found to have a compromised wire at the connector end. This wire is responsible for monitoring battery power. The log file was reviewed as part of the investigation and the data recorded was consistent with the reported event. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.